Event description:
Additional information received reported that the surgery was scheduled for (B)(6).

Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# v822012, implanted: (B)(6) 2013, product type: lead. Product ID: 3777, lot# va05djk037, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a, lot# v686303, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that there was no stimulation sensation. The patient was only receiving stimulation from the subcutaneous quad lead and not from either of the other two leads. The loss of stimulation started shortly after the patient was implanted. The change in stimulation was gradual. Reprogramming the stimulation had not resolved the issue. An impedance reading of >10,000 ohms was observed. All pairs were >10k on the leads except for 12-15 (subcutaneous quad) and electrode 10. The caller indicated that the patient thought that she should not pay for the revision as this was not her fault. The revision date was pending at the time of the date of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator reported that a second revision was to be performed on (B)(6) 2016 because the original revision did not work.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# v686303, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3777, lot# va05djk037, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3487a, lot# v822012, implanted: (B)(6) 2013, product type: lead. Product ID: 3777, lot# va05djk037, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3487a, lot# v686303, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that analysis was requested on the returned lead. Additional information from the manufacturer representative on (B)(6) 2016 reported that the revision was last week for high impedances. They replaced one lead and the patient was doing great since the revision. It was reported that the explanted lead would be returned.

Manufacturer narrative:
Product ID: 3487a, lot# v686303, explanted: (B)(6) 2014, product type: lead. Product ID: 3777, lot# va05djk037, explanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), explanted: (B)(6) 2014.

Event description:
Additional information received reported that the patient had a quad lead that was impeded and needed to be replaced. The doctor also replaced the extension to the quad lead as well. The replacement occurred on b)(6) 2014. The patient was receiving effective therapy following the revision.

Manufacturer narrative:
Analysis of the lead model 3777, lot #va05djk037, showed all conductors were broken 24.8 cm from the distal end. The outer insulation was pinched and cosmetic environmental stress cracking was noted on the outer insulation. The stylet coil was crushed. Open circuits were seen but no shorts were observed between circuits.

Event description:
Additional information received reported that the problem occurred after surgery. Stimulation was felt in surgery. The high impedances were noted to not have resolved. The cause was unknown. The manufacturer was willing to pay the patient's copay to help her have her revision. It was stated that the patient should be able to schedule her surgery next month. Follow-up was conducted to determine the scheduled date for revision and if the patient was receiving effective therapy. A follow-up report will be initiated if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.